Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a small flexnav delivery system was selected for use in a implantation procedure of a 25mm navitor valve. After the implantation, the dry-seal was removed, and a perclose was used to obtain hemostasis. The bleeding from the puncture site continued. Dissociation of the puncture site was confirmed by angiogram. An unknown 8mm balloon was then inserted through the contralateral left leg and the perclose was attempted a second time. The bleeding did not stop and surgery was performed. The puncture site was incised and confirmed. It was noted that the puncture site was enlarged. The puncture site was repaired using sutures. The patient is reported to be stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of bleeding at the access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The patient act levels were unknown. Information from the field indicated that the physician believed that the puncture hole was dissected due to some stress during the exchange of the dry-seal and delivery system or that the perclose was applied shallowly. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.